Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of product and no physical damage was observed. Mdu failed functional tests with motor stall and overheating of cord. After troubleshooting, the cause of the overheating was observed to be a defective power cord assembly. It was determined that the power cord has shorted internal wiring. The complaint investigation has concluded that this unit has succumbed to physical damage to power cord. Factors which can contribute to a shorted power cord include rolling a heavy cart over the cord or excessive bending of the cord. The device has been in service for over 5 years, thus any malfunction presented at this point in time would not be related to the manufacture of the product. A complaint history review concluded this was a repeat issue.

Event description:
It was reported that the motor drive unit cord was getting too hot. It is unknown if the event happened during a procedure and if there was backup device available. No delay or further complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.